Event description:
A customer reported that the cartridge was not fitting properly on the pump, preventing it from snapping fully into place. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support guided the customer through inspecting and cleaning the pump and cartridge areas and instructed to follow the on-screen loading process. The customer ultimately succeeded in loading the cartridge onto the pump and resumed insulin delivery. Additionally, the customer requested a replacement cartridge.